Event description:
It was reportd that during a laparoscopic cholecystectomy procedure, the device produced a scissored clip and an audible noise on the third firing. The fourth clip was formed properly and on the fifth firing the device jammed with multilple clips and were unable to withdrawl the device through the trocar. The device and trocar were removed simultaneously. It was noticed that a piece of the jaws had broken off and fell into the pt's abdomen, but it was retrieved through the trocar. The trocar was replaced and a new same like device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.